Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgeon reported that during posterior vitrectomy surgery the application of air into patient's eyeball was impossible. They could not switch from fluid to air. The cassette was replaced and the procedure was completed with no patient impact.